Event description:
Boston scientific (bsc) crm received info from a user facility medwatch report that this pt experienced a syncopal episode. Per hosp eval, the pt experienced sustained monomorphic tachycardia induced with atrial pacing. The pt was taken to the operating room and both the right atrial and right ventricular leads were found to be fractured, verified from an x-ray. The physician was unable to remove the leads entirely, so a laser was utilized to remove both leads. Each lead was extracted in two separate pieces. This procedure was completed by using constant monitoring and transesophageal echocardiogram. No further info was available as to whether a new pacing system was implanted.

Manufacturer narrative:
Not returned. As of this date, the products have not been returned to boston scientific crm. If these products should be returned, full analysis will be completed. No further info is available at this time. If additional info becomes available to our co, the event will be updated as necessary.